Event description:
It was reported the respiratory therapist was attempting to place an arterial catheter in the patient's right radial. When he attempted to pull the needle back, the guide wire in the catheter began to unravel. It appeared the wire was coming out of the needle and part of it was unraveled above the needle. Everything was removed from the patient intact. As a result, another catheter was then placed into the patient's left radial artery successfully. It is not known if there was a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis and a review of manufacturing records did not yield any relevant findings. However, the customer reported retracting the needle with the guide wire through the needle bevel. This action does not follow the guidelines in the IFU and resulted in the damage guide wire. Therefore, it appears that operational context caused or contributed to this event. No further actions will be taken.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.